Event description:
It was reported to philips that the wired footswitch was defective. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was defective. Upon checking the logfiles and pedal's switches, but there were no errors found. He could not confirm any reported malfunctions related to the wired footswitch and hand switch. The defective part was returned for analysis, for biplane foot switch and hand switch all visual and functional tests were performed. Failure cannot be identified with a functional test. However, for security reasons, fse replaced both the hand switch and the wired footswitch. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data: additional narrative. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was defective. Upon checking the logfiles and pedal's switches, but there were no errors found. He could not confirm any reported malfunctions related to the wired footswitch and hand switch. The defective part was returned for analysis, for biplane foot switch and hand switch all visual and functional tests were performed. Failure cannot be identified with a functional test. However, for security reasons, fse replaced both the hand switch and the wired footswitch. After the replacement, the system was returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The field service engineer could not confirm any reported malfunctions related to the wired footswitch and hand switch. Based on the new information, this complaint is evaluated as not reportable. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.